Event description:
It was reported that the patient presented in the clinic. It was noted that the pacemaker exhibited competitive atrial pacing resulting in arrhythmia. No intervention was performed. There were no patient consequences.